Event description:
It was reported that there were high thresholds. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4269 competitor lead, implanted: (B)(6) 1991. (B)(4).